Event description:
Information was received indicating that an anonymous cadd-solis vip ambulatory infusion system post market clinical follow up survey reported the recent change of smiths on the precision of the pump confirmed the customer's tests on this device, it is unknown what tests were confirmed. No further information item number, serial number, etc., will be available. This survey was distributed to eight different countries within the EU, us, and canada, therefore the country of origin is also unknown.